Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to other indication for revision; periprosthetic fracture age at primary: (B)(6); side: r; primary asa: p1- fit and healthy; revision njr index n0. (B)(4); sex: f; primary bmi: 25.